Event description:
It was reported that: while ventilating a patient, the device changed ventilation modes from pressure controlled ventilation to continuous positive airway pressure ventilation with no user input. The patient was transferred to another device. No patient injury reported.